Event description:
Patient was revised to address pain and loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 12/29/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported a dull ache in the hip area, issues sitting for long periods of time and pain when going from sitting to standing. Medical records reported a concern for loosening cup, cup component settling with subtle protrusio and increased tilt of cup being well demonstrated on radiograph. There were no lab result reports for metal ions. The cup has been added to complaint for malpositioning. The screw is being added to complaint for loosening. There was no revision surgical report within medical records reviewed at this time. Part/lot updated. The complaint was updated on: jan 20, 2016. Sports injuries, degenerative joint disease.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.